Manufacturer narrative:
(B)(4). Mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. In this case, the explanted device was not returned to edwards for analysis because it remains at the hospital. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. However, leaks observed in the peri-operative period in the mitral position are typically due to technique related issues such as suture looping or chordae entrapment. Advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm bioprosthetic mitral heart valve was explanted at implant due to mitral regurgitation, secondary to leaflet crease. During implantation of the 27mm valve, the patient's annulus was fragile due to infective endocarditis with enterococcus faecalis. When the sutures were placed in the annulus, a portion tore causing the initial valve replacement time to be extended. After implant, mitral regurgitation was detected by intraoperative echo. The physician commented the procedure was performed properly and could not understand why the event occurred. The device was explanted and the condition of the explanted valve was reported as ¿one crease was observed on the leaflet." A 25mm pericardial bioprosthesis was used in replacement and there were no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ at ICU.

Manufacturer narrative:
Device evaluated by manufacturer: customer report of leaflet crease was confirmed. The report of regurgitation could not be confirmed through visual examination. Creases were observed across the cusp region of leaflets 1 and 2. Leaflet 2 was also folded towards the outflow aspect near the free margin near commissure 2. Indentations were observed on the free margin of leaflets 2 and 3 near commissure 3. Serrated markings were observed on leaflet 1 near the free margin, and leaflet 3 had a 0.5mm tear at the free margin. In addition, both leaflet damages were at the central coaptation region. The wireform was exposed at the inflow aspect near leaflet 1. Suture holes were observed around the sewing ring. X-ray demonstrated wireform intact. Further assessment is being conducted at this time. When the assessment is complete a supplemental will be submitted.

Manufacturer narrative:
Additional evaluation of the valve revealed the following: the leaflet creases/folding observed on this explanted valve indicate that there were retrograde external forces pushing against the leaflets for a prolonged period of time. This type of leaflet creases can be caused by commissure/leaflet entrapment with an implant suture, by entrapment or interference with the preserved subvalvular mitral apparatus (i.e. Chordae), or by a surgical instrument that applies force to the leaflets in the retrograde direction. With limited information on the surgical and patient side, the root cause(s) for the observed leaflet creases could not be determined at this time. The leaflet creases/folding and other abnormalities observed on this valve would not pass edwards manufacture inspections. No intraoperative echocardiographs were provided, thus the reported mitral regurgitation and the leaflet behavior could be confirmed. However, the leaflet creases observed on the valve as received resulted from whatever causes appeared to be severe enough to cause the reported mitral regurgitation.